Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the jaws were broken off when clipping the tissue. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # r95267. Investigation summary: the analysis results found that the instrument, er420, was received with a clip in the jaws and with the trigger broken. The clip was removed in order to inspect the jaws and they were found with no damage. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken. In addition, 16 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.